Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a kinked cannula which they tried to treat with a correction bolus via the pump. Moreover, on (B)(6) 2021, he experienced bent cannula symptoms/ issue which were noticed after three hours of insertion. The infusion set had been used for twenty-four hours. Consequently, on (B)(6) 2021, he was admitted in the emergency room with blood glucose level of 900 mg/dl and had high ketones because of a kinked cannula which did not deliver insulin. Subsequently, he was admitted in the intensive care unit. During hospitalization, he received fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.